Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: to date, the blade has not been returned to the manufacturer for investigation. A follow-up report will be sent once an investigation has been completed.

Event description:
It was reported that during pre-op testing of this device, the blade part fell off when applying slight movement to the blade by hand. There was no injury to the patient/staff during this event.